Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/08/2016 with the following findings: there were multiple occlusion alarms observed in the black box that were associated with high force. The pump successfully completed a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no occlusions occurring. The force sensor calibration was found to be out of specification. The force sensor removed and tested and the resistance value was found to be in specification. Moisture was observed on the force sensor plate. (B)(4).